Event description:
Discordant elevated advia centaur xp ca 125 ii results were obtained by the customer on a new reagent lot when performing a lot to lot comparison on two patient samples. The customer recalibrated the new reagent lot and repeated the patient comparison and the results were elevated for the new reagent lot. The customer noted that there were no incorrect patient results reported. There was no known report of adverse health consequences due to the discordant ca 125ii result.

Manufacturer narrative:
The cause for the customer's discordant elevated results when performing the old reagent lot (150) to new reagent lot (151) patient comparison is unknown. The customer performed a recovery study with master curve material (mcm) and the results were within recovery ranges. There was no older reagent lot (150) available for further testing by the customer and another new reagent lot (152) was sent to the customer for a new reagent lot (151) to reagent lot (152) patient comparison. The results of the two new reagent lots were comparable. The customer also ran a (B)(4) sample with the initially new reagent lot (151) and the results were within acceptable ranges. No conclusion can be drawn.master curve material(mcm) recovery results:mcm lot 84572 results rangesmcm 1 0.9, 0.6 0 -6mcm 2 13.8, 14.1 10.1 - 16.9mcm 3 27.8, 27.5 19.6 - 32.6mcm 5 53.2, 52.4 39.7 - 66.1mcm 6 106.6, 112.1 82.5 - 138mcm 7 426, 427 326 - 543mcm 8 >600 799patient comparison results for new reagent lot 151 to new reagent lot 152:pid lot 151 lot 152p1 11.5 13.0p2 7.3 7.1p3 17.1 19.6p4 59.1 67.7(B)(4) sample reagent lot 151 results:results ranges42.6 34.3 - 45.1115 91.1 - 119.713.8 10.7 - 15.6